Event description:
A 3.0mm diameter x 18mm length ave gfx stent was inserted into the left anterior descending coronary artery. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back into the guide catheter. As a result, the stnet dislodged off of the stent delivery system and into the coronary artery. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter. It was not possible to retrieve the stent, therefore, it was deployed at an unintended site in the left anterior descending coronary artery. There was no add'l clinical sequelae reported relative to the event.